Manufacturer narrative:
During inspection and testing, the reported issue (collapsed nozzle) was confirmed and found to be caused by external factors. It was observed the amount of air supplied was insufficient and the draining function was degraded due to the collapsed air/water nozzle. In addition, service found the adhesive on the bending section cover was cracked, the suction cylinder was scraped, and there was water coverage on the electrical connector. Scratches were observed on the insertion tube, the curved rubber adhesive part, the tip cover, the control section, the switch box, the control unit cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the nozzle of the subject device collapsed. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive part of the lighting lens was peeled off, creating a gap between the adhesive part of the plastic distal cover and the tip cover. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external factors and handling. Olympus will continue to monitor field performance for this device.